Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified left main artery. The lesion was pre-dilated with an unspecified balloon. A 2.5x15mm xience proa stent delivery system was attempted to be inflated; however, the balloon did not expand. It was noted that the device was losing pressure and the stent could not be deployed. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak and activation failure were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported leak and activation failure appear to be related to operational context. There was no damage noted to the stent delivery system (sds) during the inspection prior to use or leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted a tear/hole in the inner and outer member proximal to the proximal balloon seal. In this case, it is likely that the sds was inadvertently mishandled and/or interacted with an accessory device during advancement resulting in the noted tear/hole in the shaft and subsequently the reported leak. Additionally, since the sds leaked the balloon was unable to be pressurized and therefore the stent did not deploy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1546 removed.

Event description:
Subsequently, after the initial report was filed it was noted that there was a leak at the shaft observed. No additional information was provided.